Manufacturer narrative:
Due to character limitations in e1 event site telephone number (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, during use cardiosave intra-aortic balloon pump (iabp) had battery issues.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (event site email), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected field: b5. Per the fse, we have not attended site and our case has since been closed as we have been struggling to reach the customer to answer our queries. The last email from the customer with some further information was, "apparently they are still having issues with them (batteries), including releasing them. I would imagine that the ones dated 2023-12-11 and 2024-02-12 are the recent ones fitted. Whilst li-ion have a much longer shelf life than sealed lead acid batteries I assume that these two batteries are both over 16 months old. (Feb 2024 and dec 2023). Is that fairly standard? Is it possible to get these checked out and if necessary, replace the 2 / 3 units? " per the fse, we have not attended site and our case has since been closed. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) had battery issues. There was no patient harm.